Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 2182269-2019-00039. During a l4-s1 rhizotomy procedure, a patient burn occurred. During the procedure, the generator displayed an unknown error message that a grounding pad issue occurred. The pad was adjusted and the lesion was started again. Towards the end of the last lesion site, the patient experienced pain. It was discovered that the patient had a second degree burn at the grounding pad site on the left flank. The procedure was abandoned. The grounding pad did not overlap with any other patches. There were no wrinkles or edges that were lifted. The skin was not prepped and placed on top of clean dry skin. The burn was cleaned with aloe vesta skin cleanser and silvadene cream 1% was applied on a sterile pad and placed with medipore tape. The patient was stable.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator (B)(4) was returned for investigation. Power was applied to the generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined and testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. Based on the information provided to abbott and the investigation performed, the root cause of the reported patient burns cannot be conclusively determined as the issue reported was not reproducible during the functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.